Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen with moisture) issue. There was reportedly moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up #1: date of submission 09/09/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/16/2016 with the following findings: the display screen was observed to be blank. A call service alarm error, alarm warning 052-0000 was confirmed in the download history. The battery compartment was observed to be cracked at the case seal to the left of the bumper and below the bumper traveling toward the case seal. There was evidence of visible moisture observed behind the display lens. A leak test failed due to battery compartment leak. The pump was opened; there was evidence of moisture found throughout the pump on the display flex. The remaining steps were unable to be completed steps due to a blank screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.